Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient stated that on (B)(6) 2019 she was not feeling well. She was experiencing nausea and an upset stomach. She checked her blood glucose at 8:30 am and the results were 260 mg/dl. She checked for ketones and they were large. Patient was wearing the pod for 4 to 24 hours on the arm. Throughout the morning she was giving correction bolus to lower the blood glucose and drank a lot of fluids. She noticed wetness around the adhesive. When she touched the adhesive it smelt like insulin. She called her endocrinologist's office and spoke to a nurse. When the patient described to the nurse how she was feeling she was directed to seek medical attention at the emergency room because the nurse believed the patient could have diabetic ketoacidosis (dka). Before she went to the hospital she changed out her pod and noticed a change immediately and started to feel better. When the patient removed the pod she noticed a bump where the site was. The patient arrived at the hospital at 11:30 am and they checked her blood glucose, the results were 207 mg/dl. The hospital tested her blood 45 minutes to 60 minutes later and the blood glucose results were 188 mg/dl. They placed her on saline intravenously because she was dehydrated and was she was given zofran because she had nausea. The patient was diagnosed with uncontrolled type 1 diabetes mellitus and hyperglycemia. At 2:51 pm. Her blood glucose was 116 mg/dl and she was released from the emergency room.